Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced severe hyperglycemia while using the ilet following a supply change with a steel infusion needle; readings remained above 500 mg/dl for several hours despite reported meal entries and automated corrections, and the user later performed another full supply change in a different site with no visible cannula defects noted. Symptoms included hyperglycemia with associated headache, dizziness, and dry mouth. Outcomes included no health consequences or lasting impact. Investigation included communication with the user, review and analysis of user-provided data and pump reports. Investigation of this case revealed no specific device problem or component implicated and no findings available due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.